Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative regarding a patient who was receiving baclofen with concentration ¿2000¿ at a dose rate of ¿1885¿ via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the pump was eroding through the skin. No diagnostic tests or troubleshooting was performed. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The existing left abdominal pump and pump segment of catheter were explanted. A new pump was implanted on the opposite side in right abdomen. A new pump segment of catheter was connected to existing spinal segment. The issue was not resolved as of (B)(6) 2020. The patient remained inpatient for wound care at the old pump site. The explanted pump was discarded by the hcp. The patient was noted as having been without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight was unknown. The patient¿s medical history included cerebral palsy. No further patient complications have been reported as a result of this event.